Manufacturer narrative:
H3/h6: the tracker was returned and analyzed. Analysis found that the returned tracker was not recognized when connected to a known good system and would not track. Codes b01, c02 and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument tracker was not recognized when attached to an instrument. A different instrument tracker was opened and used. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.